Event description:
Healthcare professional reported a left side "baker 4 capsular contracture". The device has been replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: capsular contracture, baker IV.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: observed creases in the device. Wear abrasion observed on the device. White particles observed in the surface of the shell.

Event description:
Healthcare professional reported a left side "capsular contracture baker grade IV". The device has been replaced.